Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted for a day due to high blood glucose (bg) levels exceeding 22.2 mmol/l (>39..6 mg/dl) while wearing the pod on the arm for less than an hour. At the hospital, the patient was placed on 2 bags of fluids intravenously.